Manufacturer narrative:
Product analysis: as found condition: all the axium prime implant coils were returned for analysis within a shipping box, within individual opened axium prime implant coil outer cartons, within individual axium prime implant coil inner pouches, and with individual dispenser coils. No microcatheter was returned. Damage location details: the axium prime coil was returned within the introducer sheath, which was applied incorrectly with the wavelock facing towards the distal end of the implant coil. The introducer sheath was returned in good condition. The pushwire was found to be broken (release wire visible) at ~49.8cm from the distal end. The axium prime implant coil was returned damaged within the introducer sheath (wavelock). In addition, the polypropylene filament was found to be intact with the detachable element. The implant coil was able to advance outside of the introducer sheath. No other anomalies were observed. Testing analysis: the axium prime implant coil tip od (outer diameter) was measured to be 0.0111¿, which was found to be within specification (specification 0.0108¿ +.0010¿/-.0020¿). The introducer sheath ID (inner diameter) was measured to be .018¿ (0.46mm), which was found to be within specification (specification 0.46mm +0.02m/-0.02mm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was properly flushed and carefully removed from its retainer hoop. Initially attempt to advance a few centimeters of the coil with note of resistance. It was then at that point the interventionists rejects the coil and open another one to prevent problem during placement and deployment. There was coil resistance/stuck in sheath. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received reported the baseline lesion was in the acom region. Vessel tortuosity was normal. The patient is discharged and is well. No patient symptons or complications were reported. The resistance was iin the middle of the catheter. The coils came out of the introducer sheath with a gritty feel. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). No damage was observed to the coils or catheter.